Event description:
A distributor reported that a pump issued an altitude alarm, and the customer's blood glucose level remained within a normal range, signifying no adverse impact. The customer's insulin delivery was briefly suspended, but following several troubleshooting instructions, the alarm persisted after attempts to resume insulin with a new cartridge. Technical support decided to replace the pump and cartridge, confirming warranty status, shipping address, and providing instructions for using a pre-paid label to return the faulty pump. The customer was instructed on using a backup method of insulin delivery and putting the pump in storage mode before returning it.